Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "panel connection loss and invalid serial number. Unit will not power down using the power switch on the back of the unit. When the power cord is plugged in at the ac outlet the ventilator will turn on even when the cable for the power switch is removed from the power supply. ".